Event description:
Boston scientific received information that the patient reported hearing tones from their device. Boston scientific technical services (ts) was consulted and referred the patient back to their physician. Two months later the patient contacted ts again and stated that he underwent a device replacement procedure and was told by the physician that they had difficulty loosening two setscrews so the device was placed back into the pocket and the replacement procedure was aborted. Further information was received from the clinic that confirms the setscrews were unable to be removed from the device and that when the patient presented to the clinic for follow-up one week post procedure his ejection fraction was noted to be considerably improved so the physician electively turned off tachycardia therapy. The physician refered the patient to another physician. Three months later the patient underwent another revision procedure. During the procedure it was noted that two set screws were stuck; one had debris in it which was successfully cleaned out and loosened. The other setscrew was bored out and was able to be loosened by angling the hex wrench. The leads were successfully removed from the header of the existing device and re-implanted with the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.